Manufacturer narrative:
Customer reported that a pyxis medstation es system drawer controller board caught on fire. There was no user or patient involvement. There was no harm to user or patient. This event is recorded on complaint number (B)(4). A field service engineer evaluated the device and determined that the device's drawer controller board was damaged by a power surge. The field service engineer reported that there was no visible fire. The device's matrix drawer controller board, internal bus cable and solenoid were replaced by the field service engineer. The device was monitored by the customer after the components were replaced. The customer reported a visible spark during the monitoring period. The field service engineer replaced 3 additional controller boards and replaced drawer latch sensor. The device will require a full reimage as the latch is not working as intended. Station will be tested once the device is reimaged. Investigation pending; this report will be updated once the investigation is complete.

Event description:
Customer reported that a pyxis medstation es system drawer controller board caught on fire. There was no user or patient involvement. There was no harm to user or patient.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d9, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6)2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that customer had a spark at the station. Replaced the latch sensor and the drawer was still triple clicking. Station required a re-image. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
Customer reported that a bd pyxis medstation es system drawer controller board caught on fire. There was no user or patient involvement. There was no harm to user or patient.